Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional electrophysiology procedure. The suture of one prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Reportedly post procedure, the suture came out during knot advancement with the suture trimmer. A new prostyle was successfully deployed, however, the same occurred during knot advancement. Hemostasis was then achieved with a figure of 8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.